Event description:
It was reported that the fiber was twisted at 40 minutes and 235,103 joules of use. The procedure was completed with a second fiber. Patient outcome: "no damages to patient".

Manufacturer narrative:
The component code fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber shows a circumferential fracture distal to fiber/ap fusion zone at the bevel edge. The metal cap exhibits moderate char. The glass cap exhibits severe devitrification. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.